Manufacturer narrative:
Continuation of d10: product ID 377745 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2024 product type lead product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2024 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 377745, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-17 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient had their lead and implant replaced.

Event description:
Additional information was received, from the patient. Patient reported, the battery was needing replacing. And the lead was not MRI compatible, so they were replaced. Patient noted, the issue has been resolved. And the replaced devices were discarded.

Manufacturer narrative:
Review of this MDR and/or additional information received, shows that there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.